Event description:
Alleged issue: when the device was inserted into the pt, the needle of the polypropylene 48 in size 0 suture was missing, and it was left inside the pt. The needle came off from the suture during use. They tried to retrieve the needle, but it was unsuccessful. However, it was confirmed that there was no visible damage to the device prior to use. A second suture was used to complete the case with n opt complications.

Manufacturer narrative:
The device history record of batch number # 02f1302331 has been reviewed. A non-conforming material report (ncmr) (B)(4) was issued for the lot number in question regarding the 1 piece of the tensile strength test that failed the specified limits. As part of the non-conformance, all pieces produced within that testing period were scrapped. Pieces produced before and after the non-conformance were tested and passed. Functional test sheets were reviewed and there were no other indication of functional failures. In addition, post-sterility testing was conducted. The results were acceptable and the material was released free of defects. No corrective actions can be established, since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product, it is not possible to determine the source of the defect reported. However, customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause.